Event description:
It was initially reported the patient had been at their health care provider's office on (B)(6) 2013, and it was found the battery was depleted. The physician found a pocket of fluid around the implant, and some of the fluid was removed for testing. Additional information received the day of report reported that the implantable neurostimulator (ins) battery had prematurely depleted. The next day it was reported the fluid drawn from the ins pocket site was tested and no infection was found. It was thought that the fluid might have been due to "soft issue" and it was noted the patient had scar tissue buildup from the 3 previous ins implants. The patient was reported to be taking 4 norco pills a day. The patient was going to have a rechargeable stimulation system implanted (B)(6) 2013. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748966, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748966, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2011. Product type: programmer, patient: product ID 3887-33, lot# j0123293v, implanted: (B)(6) 2001. Product type: lead: product ID 3887-33, lot# j0123293v, implanted: (B)(6) 2001. Product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient felt the implantable neurostimulator (ins) depleted early. However, the hcp felt there was no malfunction. The patient had the ins replaced, recovered well, and their therapy had been good. The hpc confirmed that the cultures taken of the pocket fluid were negative and no infection was found. It was unknown as to the cause of the fluid in the pocket. Since the hcp felt there was no device malfunction, the explanted ins was not sent back to the manufacturer for analysis. If additional information is received, a follow up report will be sent.